Event description:
It was reported that the user experienced recurrent unexplained hypoglycemia while using the ilet, leading the caregiver to remove the pump and infusion set and the user to disconnect from therapy pending retraining; the lowest documented glucose was 57 mg/dl, low duration was about 15 minutes, and the user treated with oral glucose. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary discontinuation of pump therapy and scheduling of additional training, with no hospitalization or professional medical intervention recorded. Investigation included internal clinical review of usage reports and troubleshooting and education with the user. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.